Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the device is subject to assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Patient was seen in-clinic and upon review the pacemaker exhibited premature battery depletion. Patient was stable.

Event description:
New information notes that the intervention was not performed and the device would remain implanted until elective replacement indicator (eri) is reached.